Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the operating room on (B)(6) 2018 for right atrial and right ventricular lead extraction. Both leads exhibited noise and brief inhibition due to the noise. The patient was stable following the procedure.

Manufacturer narrative:
A partial lead was returned for analysis in one segment. External insulation abrasion was noted at 1.6 ¿ 2.5 cm from the distal tip consistent with lead friction to another device or feature of the heart.